Manufacturer narrative:
Evaluation summary: the reported condition of fail code 810:11 was confirmed. Typically, this failure is related to the air in line printed circuit board.

Event description:
The facility reported a fail code 810:11 information was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hosp rep stated that there were not reports of pt injury or medical intervention.